Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set was leaking at site event (B)(6) 2024. The infusion set was in use for 1 day. No further information available.